Manufacturer narrative:
Received 1 used medium arcticgel cooling pad kit and 1 unused medium arcticgel cooling pad kit. The reported issue was unconfirmed. During the visual evaluation, the unused kit was found with no discrepancies. In the used kit the right and left chest pads did not show any issues. The right thigh was damaged and the left thigh pad was lightly damaged. However, according to the flow rate test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the patient received hypothermia treatment, post cardiac arrest. There was an attempt to utilize the pads on 2 different arctic sun devices; however, the attempt was unsuccessful. Subsequently, the pads were replaced, and therapy continued with no further issues. The 2 arctic sun devices were inspected by a technician and they were found to be working correctly. The technicians concluded that the problem might have been the pads. They indicated "low flow", and "air in patch". The pads were used on the patient and disposed after use; however, the hospital is returning an unused pad from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient received hypothermia treatment, post cardiac arrest. There was an attempt to utilize the pads on 2 different arctic sun devices; however, the attempt was unsuccessful. Subsequently, the pads were replaced, and therapy continued with no further issues. The 2 arctic sun devices were inspected by a technician and they were found to be working correctly. The technicians concluded that the problem might have been the pads. They indicated "low flow", and "air in patch". The pads were used on the patient and disposed after use; however, the hospital is returning an unused pad from the same lot.